Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a history of bilateral total hip arthroplasty left is an asr with summit. The patient had no complaints but the surgeon reports patient's metal ion levels are elevated. The rep is not aware of what the ion levels are. The patient was revised from an asr cup on the left side to a pinnacle dual mobility. The cup was reported to the rep as a 56. Lot numbers are not available. The asr hip product is known to been recalled by all persons in the operating room. Doi: unknown. Dor: (B)(6) 2020; affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: added: h6 (clinical code). Appropriate term / code not available (e2402) is used to capture blood heavy metal increased.